Event description:
Instrument end of life - the surgeon was drilling the pegs for the turon glenoid. As he reached to posterior hole, the humerus was impending and the drill bit broke when it pressed against the humerus.